Event description:
(B)(4). Reason for original complaint - litigation alleged the patient was injured by excessive levels of chromium and cobalt originating from the implanted asr hip. Doi: (B)(6) 2006 - dor: none reported (right hip). (B)(6). Update der and invoice received (B)(6) 2015 doi, reason for revision: pain, product details added stem and sleeve ((B)(6) 2015).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update - 08/03/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes report corrosion on the femoral neck.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.